Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The clip applier was analyzed by failure analysis and found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the large hem-o-lok clip applier failed to close and release. The procedure was completed with no reported injury.